Event description:
: It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and ketones that were deemed life threatening by a healthcare provider. Cause was not known. A correction bolus was delivered, manual injection was administered and supplies were changed in attempt to address bg. Reportedly, the customer had a seizure and required medical assistance. A medical provider went to the customer¿s home and administered intravenous fluids of saline. Recommendation was made to consult with a healthcare provider regarding diabetes management.